Event description:
It was reported that the patients lead migrated. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.